Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The doctor said that the vision is not what the patient expected and had iol complications. The replacement lens was a zlb00u195 and so far the patient is doing fine with no complications.

Manufacturer narrative:
Pt age and gender: unknown. The age was requested; however, the information was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. There were no complaint related environmental monitoring related non conformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.